Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc), pacing inhibition, and impedance issues. This resulted in the ejection fraction of this patient to decrease from 50 to 35%. A revision procedure was performed, and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.